Event description:
Additional information was received that the device was reprogrammed but the post-paced t-wave oversensing persisted. Technical services was contacted for new reprogramming recommendations. Recommendations were provided. No additional intervention has been completed. The patient was stable.

Event description:
During a follow-up, episodes of post-paced t-wave oversensing were observed on the right ventricular channel of the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable.